Manufacturer narrative:
The incident occurred due to wrong use of the product. There was no product failure. The clinic recognized the wrong usage. This is an isolated case. We are not aware of similar incidents with this type of device. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported to maquet, that during fluoroscopy, the table 118016a1 (2500mm long) was used with head rest (200mm long), however these are too short to fluoroscope patient¿s lower extremity. Arm board was used between the head rest and the mat to lengthen table. The patient was not being secured and was unstable. In a moment, the nurse held the patient and the patient was protected from external injury. (B)(4).